Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that the forceps channel port has corrosion. Based on the results of the investigation, it is most likely that the probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the oes hysterofiberscope forceps channel port has corrosion. There were no reports of patient involvement.